Event description:
Patient sustained a gunshot wound to his left hand resulting in a comminuted, displaced and angulated fracture of his second metacarpal. Surgical intervention was recommended. During the procedure, a small distal portion of the drill bit broke off in the drilled screw hole in the bone. Per surgeon's notes: a piece of the drill bit broke off while placing a screw in the base of his second metacarpal during surgery. This piece of drill bit was retained within the bone and was not removed as it was felt to cause more harm in an effort to remove it rather than to leave it retained. It was approximately 1 cm piece of a 2mm drill bit that was retained in an intraosseous fashion. Patient was informed of this retained drill bit.